Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 239, 194 and 211 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. The customer stated he went to the doctor on (B)(6) and the doctor said that the meter was registering high results. During the call on (B)(6) 2016, a back to back blood test was not performed as the customer did not have any test strips. The product storage was undisclosed. The customer stated he takes the blood tests fasting and has not had any changes in his diet. The customer stated he takes glucosage and metformin to manage his diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory the customer takes the blood test fasting and has not had any changes in his diet.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 239, 194 and 211 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. The customer stated he went to the doctor on (B)(6) and the doctor said that the meter was registering high results. During the call on (B)(6) 2016, a back to back blood test was not performed as the customer did not have any test strips. The product storage was undisclosed. The customer stated he takes the blood tests fasting and has not had any changes in his diet. The customer stated he takes glucophage and metformin to manage his diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory the customer takes the blood test fasting and has not had any changes in his diet.